Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that one day after the lead implant procedure, low pacing lead impedance was observed. The lead was explanted and replaced. The patient was stable.